Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a neuron max 6f 088 long sheath (neuron max). During the procedure, while advancing the neuron max across the aortic arch, the physician experienced resistance and the proximal zone became kinked. It was also reported that the surface coating of the neuron max was observed to be peeling. The neuron max was removed, and the procedure was completed using a new neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned neuron max was kinked at approximately 75.0 cm from the hub. The device was ovalized at approximately 78.0 cm from the hub. The catheter was damaged at approximately 77.0 cm and 83.0 cm from the hub. Conclusions: evaluation of the returned neuron max confirmed a kink. If the neuron max is forcefully manipulated against resistance, the neuron max may become kinked. Further investigation revealed that the catheter was damaged at multiple locations on the distal shaft. These damages may be the reported surface coating peeling by the customer; however, it was determined that the coating was not actually peeling. The root cause of the catheter damage was unable to be determined. The distal ovalization that was observed on the returned neuron max was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.